Manufacturer narrative:
(B)(4). The device was returned for analysis. Neither the unidentified detachment control box (dcb) nor the connecting cable was returned. The unidentified microcatheter was not returned. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 50.9 ohms (range 48.5/56.0), and the sample enpower and cable systems ready green light illuminated. The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.1 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was not confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle; therefore, the root cause of the coils non-detachment could not be determined. In addition, without the return of the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of a right posterior communicating artery 5.3 x 8.2mm aneurysm, the 2nd coil, a deltapaq coil (cdf10040830/c20901) could not be detached. They withdrew the coil from the unspecified microcatheter without difficulty, and used a new coil to complete the procedure. The same detachment control box and cable were used to detach subsequent coils. There was no resistance between the deltapaq and microcatheter. A pre-deployment electrical check had been performed, and all connections appeared to fit properly without application of excessive force. It was unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. There was no report of patient injury and no clinically significant delay in the procedure. It was reported that the device would be returned for analysis.